Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds and loss of capture. It was determined that this rv lead could not be repositioned. The physician elected to replace the rv lead and a new rv lead was successfully implanted. No other patient adverse events were reported.